Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: drug ineffective ("drug ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced headache ("pressure headache"), migraine ("migraine") and pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with imitrex [sumatriptan] and excedrin migraine (acetylsalicylic acid;caffeine;paracetamol) as well as surgery (essure removal). On (B)(6) 2020, the medical device removal had resolved. At the time of the report, the headache had not resolved. The outcome of migraine was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the third trimester. The reporter considered headache, medical device removal, migraine and pregnancy with contraceptive device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: the following information were added: patient's date of birth, insertion and removal date of essure. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: drug ineffective ("drug ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced headache ("pressure headache"), migraine ("migraine") and pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with imitrex [sumatriptan] and excedrin migraine (acetylsalicylic acid;caffeine;paracetamol) as well as surgery (essure removal). On (B)(6) 2020, the medical device removal had resolved. At the time of the report, the headache had not resolved. The outcome of migraine was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the third trimester. The pregnancy outcome was reported as. The reporter considered headache, medical device removal, migraine and pregnancy with contraceptive device to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of vaginal discharge, adenomyosis, loose bowel, strain, pelvic discomfort, abdominal pain, endometriosis, shellfish allergy, sickle-cell trait, anemia (history of anemia), heavy menstrual bleeding and adenomyosis. As concurrent condition the report mentioned excessive menstruation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2100 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced headache ("pressure headache"), migraine ("migraine") and pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with imitrex [sumatriptan] and excedrin migraine (acetylsalicylic acid;caffeine;paracetamol) as well as surgery (hysterectomy, bilateral salpingectomy). On (B)(6) 2020, the medical device removal had resolved. At the time of the report, the headache had not resolved. The outcome of migraine was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the third trimester. The pregnancy outcome was reported as. The reporter considered headache, medical device removal, migraine and pregnancy with contraceptive device to be related to essure administration. The reporter commented: she also reports that she feels as though she did not fully evacuate her bowels. Denies any nausea or vomiting. No fevers or shaking chills. No urinary symptoms. Patient denies any unusual vaginal discharge. No flank pain or back pain. No chest pain or shortness of breath. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: lab ap gross description :received in formalin is a uterus with attached cervix, 10 x 6 x 5.5 cm. Ectocervix is unremarkable. Cervical os is slit like, 1.7 cm. Specimen weighs 191 g. Endocervical canal measures 4.5 cm in length and appears normal. Endometrial cavity measures 2.5 cm in length by 3.5 cm in width. Endometrium is pinkish-tan measures up to 0.4 cm in greatest thickness. In the fundus there are coils present. Myometrium measures up to 3 cm in greatest thickness. There is a well-circumscribed white nodule, 1 cm in greatest dimension cut surface of the nodule is white and whorled. Nodule submitted in cassettes letter g. Serosal surfaces pinkishtan and smooth. Fallopian tubes are attached. Patient is status post tubal ligation. Right fallopian tube unremarkable measuring 5 x 0.7 cm section reveals a patent lumen. Representative sections submitted cassette are h. The left fallopian tube measures 7 x 0.7 cm. Patient is status post tubal ligation. Proximal to the clip the tube is dilated. Representative sections submitted cassette I. The above diagnosis is based on performance of thorough gross and/or microscopic evaluations performed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Reporter added, medical history added, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.